Event description:
N/a.

Manufacturer narrative:
An event of dyspnea, angina, perforation, pericardial effusion, and thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported perforation could not be determined. The reported dyspnea, angina, pericardial effusion, and thrombus, are likely cascading effects from the event. Unexpected medical interventions were results of case-specific circumstances, as a pericardiocentesis and CPR was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet was chosen for implant based on transesophageal echocardiography (tee) measurements. Landing zone measurements (0°, 45°, 90°, 135°) used to determine device size were: 16 mm, 12 mm, 16 mm, and 16 mm. Following implantation, a significant gap was observed on the pulmonary vein side of the appendage, and the device was considered undersized. The device removed from the patient prior to release from the delivery cable and the account contact confirmed that there was no additional product experience other than the mis-sizing occurred for the 20mm amplatzer amulet. Subsequently, a 25 mm amplatzer amulet was chosen and implanted, achieving satisfactory left atrial appendage occlusion (laao). Approximately one hour post-implantation, the patient developed chest pain and shortness of breath. Transthoracic echocardiography (tte) revealed a pericardial effusion. Pericardiocentesis was performed in the electrophysiology (ep) lab, yielding approximately 50 ml of blood and a large clot from the pericardial space. The patient required cardiopulmonary resuscitation (CPR) and was transferred to the operating room for further surgical intervention. A small perforation was identified in the patient¿s pulmonary artery. The patient subsequently recovered and is reported to be stable.